Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
Customer was not hospitalized but customer went to the emergency room. First pump error was hardware low level failure. Second pump error was software error.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No under delivery anomaly or over delivery anomaly noted. Pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. Device was returned for pump error 53. History file analysis confirmed pump error 53 due to software error. Device was unable to completed the care link upload due to sever error. No detached retainer or missing retainer noted. Device had cracked retainer, scratched case, pillowing keypad overlay and a cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 400 mg/dl. The customer went to the emergency room. The insulin pump had insulin pump error. The customer was able to clear and rewind the insulin pump. The customer was not able to passed the self test. The insulin pump had another insulin pump error also and customer was not able to clear it. The retainer ring was cracked and reservoir was able to lock in place. The customer stated that they were using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.